Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the patient was having trouble with her implant. Her doctor reportedly did not know anything about the device but the patient needed to talk to someone to rid her of this discomfort. The patient was getting shocked and was in pain whenever there was something faulty with the device. The patient was reportedly getting billed for multiple procedures from the hospital to temporarily fix the device. Additional information received from the consumer reported that the patient had interstitial cystitis and therapy had never worked like they would have liked. The patient had non-stop issues and had several revisions (the wires broke or battery stopped working). The patient had another appointment scheduled for (B)(6) 2016. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.